Manufacturer narrative:
Section d9: device available for evaluation: no, however, video and photos were available. Section d9: returned to manufacturer: product was not received, however, video and photos were received. Section h3: device evaluated by manufacturer: no, however, video and photos were evaluated. Device evaluation: a 47 second video showing the implantation of an intraocular lens (iol) claimed to be a tecnis eyhance iol with simplicity delivery system model dib00 and 2 pictures of a delivery system provided by the customer were evaluated. It is observed that during the lens advancement/insertion through the delivery system a grayish/blackish particulate that appears to be located in front of the plunger tip. At second 19 (once the iol is released in the eye) the delivery system is withdrawn from the intraocular space and at second 22 of the video, it is observed what appears to be a particle attached to the plunger tip, apparently per the video, the particle cannot be removed from the tip. In addition, the 2 pictures of the delivery system show the same grayish/blackish particulate located in the tip of the plunger. The nature, root cause and the potential clinical impact of the described particle cannot be determined from a video assessment; therefore the incident may require to correlate with the patient's clinical evolution. Conclusion: the complaint issue foreign material-loose was identified during photograph and video evaluation; however, due to not receiving product back for evaluation, the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that something unidentified was inside the injector of the dib00 lens that was stuck at the tip of the injector. It was observed at the end of the lens implantation into patient's left eye. Lens was fully inserted into the eye. Viscoelastic was used to fill the injector. No other information was provided.

Manufacturer narrative:
(B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 12/5/2023 section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveals that material was received taped to a non-j&j sterilization pouch. The material was forwarded to laboratories for foreign material analysis. Per laboratories, the material is consistent with a polyamide similar to nylon 6, 6 and an acrylic species. The output file generated by laboratories was compared against the manufacturing process library and the data did not yield any results with at least a 0.90000 correlation. The closest hit was iol tamper evident, for use with folding carton ¿ glue side with a correlation of 0.763890. The customer provided video was evaluated. In the video, it was observed that during lens advancement/insertion through the delivery system, a grayish/blackish particulate appears to be located in front of the plunger tip. At second 19 (once the iol is released in the eye) the delivery system is withdrawn from the intraocular space and at second 22, the particle is observed to be attached to the plunger tip. Per the video, the particle cannot be removed from the tip. Additionally, the two pictures of the delivery system show the same grayish/blackish particulate located in the tip of the cartridge. The nature, root cause, and potential clinical impact of the described particle cannot be determined from a video assessment; therefore, the incident may require to correlate with the patient clinical evolution. Conclusion: the complaint issue "foreign material - loose" was identified during product and video/photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.